Manufacturer narrative:
The insulin pump had unresponsive esc button due to unlocked lcd keypad connector. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the esc button on the insulin pump was not responding during a bolus attempt. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 180 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.